Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that an elevated architect ca 19-9 result of 165.44 iu/ml was generated. The physician questioned the result. The sample was retested after recentrifuging and results of 5.75 and 6.03 iu/ml were generated. There was no impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 18067m500. The testing met the acceptance criteria. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.